Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia with blood glucose level of 489 mg/dl. Customer did not mention any symptoms related to high blood glucose level. It was unknown if the insulin pump was on auto mode. The customer stated that insulin pump had insulin flow blocked alarm and was resolved by completed set change. The insulin pump will not be returned for analysis.